Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) and has had a history of being reprogrammed from rv tip to rv coil sensing, back to bipolar, in previous attempts to stop twos. The left ventricular (lv) lead triggered a lead integrity alert (lia) for undefined high impedance several years ago. The rv and lv leads remain in use. No patient complications have been reported as a result of this event.